Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the mix motor and the mix bar, sodium and chloride electrodes, roller tubing, ise buffer syringe, and ise reagents to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for all the ion selective electrode (ise) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.